Event description:
It was reported that the 8110 syringe modules had sticky plunger assembly and not having fluid movement on a few syringe pumps while performing instrument inspections. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: imdrf annex a and g codes and manufacturer narrative. Investigation summary: the report of a sticky plunger assembly was confirmed during the external inspection. The report of no fluid movement was not confirmed during extensive laboratory testing. ¿ external inspection of the source syringe module confirmed binding as the drive head was moved up or down. ¿ internal inspection found dried fluid and contamination on the drive arm wiper seal and a bent tube drive arm at the carriage block assembly. ¿ the stickiness and friction between the driver arm seal and the bent drive arm contributed to the friction marking on the drive arm sleeve and produced the reported sticky plunger drive movement. ¿ infusion testing performed on the source syringe module completed with no errors or malfunctions. Fluid movement was observed during the entire 60 minute test infusion. ¿ alaris system maintenance accuracy testing was performed on the source syringe module. The syringe module completed all tasks and was observed operating in specification. ¿ there was no patient involvement. Root cause: the root cause of the reported sticky plunger assembly can be attributed to the dried fluid contamination found on the drive arm wiper seal and a bent tube drive arm. The dried fluid is the result of a fluid spill on the drive arm and colleting at the seal. The bent drive arm can be the result of an impact or carrying the device by the drive arm. The report that there was no fluid movement was not identified. Note that this report lists imdrf annex a040601, a0401, a0509, a020601, c07, c070606, g04061, g02017, g04070, g0204002, d02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the 8110 syringe modules had sticky plunger assembly and not having fluid movement on a few syringe pumps while performing instrument inspections. There was no patient involvement.

Event description:
It was reported that the 8110 syringe modules had sticky plunger assembly and not having fluid movement on a few syringe pumps while performing instrument inspections. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.